Event description:
It was reported that during a breast biopsy procedure, an error message that cable and capital disconnected appeared. The unit did not work. Unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, bottom motor mount assembly, and the flex circuit assembly. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.